Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with touch contamination and recurrent peritonitis. The patient was admitted to the hospital on (B)(6) 2014 and treated with vancomycin. She was discharged on (B)(6) 2014. The pd catheter was removed on (B)(6) 2014 and the patient has been transitioned to hemodialysis treatment.

Manufacturer narrative:
Upon investigation of medical information offered by treatment provider, patient was found to have recurrent peritonitis. Information regarding prior diagnosis or culture results were requested to support the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation.